Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA, which states ¿alaris pump alarmed, 'air in line'. Upon checking the pump, silicon tubing noted to be disconnected from distal blue slide clamp. There was no negative impact to patient. This silicon tubing may be reattached to the distal blue slide clamp however it remains somewhat easy to remove."

Manufacturer narrative:
The customer¿s report that the silicone disconnected was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was not received. No crush marks were observed on the upper fitment. Further inspection showed no o-ring indentations on the silicone segment. No functional testing was performed due to the separation. The root cause of the silicone segment separation was a manufacturing issue.

Event description:
Received a copy of the customer's FDA adverse event report which states, "alaris pump alarmed, 'air in line'. Upon checking the pump, silicon tubing noted to be disconnected from distal blue slide clamp. There was no negative impact to patient. This silicon tubing may be reattached to the distal blue slide clamp however it remains somewhat easy to remove." "There was no consequences or impact to the patient."